Event description:
The patient's husband stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter at 11:49 a.m., resulting as 5.5 inr. At 5:00 p.m., a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 3.6 inr. The laboratory value of 3.6 inr was believed to be accurate and was therefore reported to the physician. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed and the patient was not treated based on the meter result. The patient is currently stable and well. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is bi-weekly. The patient did not have hematocrit issues and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's coumadin dose was not changed since last tested. The patient has had no changes in diet or illnesses. The patient was given antibiotics for her eyes and was advised that it would affect her inr. The patient has had no bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (294942) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.